Manufacturer narrative:
(B)(4). At this time, the suspect gde has been returned to carefusion and is pending an evaluation. Once the evaluation is complete, a supplemental report will be submitted.

Event description:
The customer reported that the fraction of inspired oxygen (fio2) on their avea ventilator is fluctuating up and down by more than 3% from what was set. The customer performed extended systems testing (est), replaced the oxygen sensor cell, and performed calibrations but they have not resolved the reported issue. The customer replaced the ventilator's gas delivery engine (gde) in order to resolve the reported issue. There was no information provided regarding patient involvement, at this time, it is unknown.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab inspected the unit and was unable to duplicate the reported issue of fluctuating fio2, but during the inspection, the fio2 was discovered to be low due to the o2 relay being out of specification.